Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen appeared to be blacked out like "closing curtains". Customer's blood glucose was 225 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.